Manufacturer narrative:
Concomitant products: product ID 7495lz51, serial# (B)(4), implanted: (B)(6) 2002, product type extension; product ID 7435, serial# (B)(4), implanted: (B)(6) 2002, product type programmer, patient; product ID 3888-33, lot# j0124778v, implanted: (B)(6) 2002, product type lead. (B)(4).

Event description:
It was reported that a patient started using a 'very high voltage' at 10.5 volts. It was noted that the battery level was at 2.48 volts. The reporter stated that the patient was concerned about losing stimulation due to battery depletion. It was reported that impedance readings were greater than 4000 ohms on some of the bipolar pairs of electrodes. At default settings, all electrode pairs were greater than 4000 ohms except for 0 and 1. At 2 volts, all electrode pairs were greater than 4000 ohms except for the 0 and 1 pair and the 1 and 2 pair. It was noted that therapy impedance was 2123 and the patient was programmed with electrodes 0 and 1. The reporter stated that they were considering a lead revision when they replace the device battery, given the high impedances and change in benefit as the patient's stimulation was not as strong as he needed it to be. It was noted that the patient was last reprogrammed about one year ago. Four days later, it was reported that the patient had a consultation appointment scheduled in (B)(6) about a battery replacement and lead replacement. The reporter stated that the patient elected to go ahead and have both done now rather than wait for 3-9 months for end of life of the battery. It was noted that the patient was running the current program at 10.5 volts and was getting benefit from it at the time.